Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A separation was noted on the exhaust tube of cylinder 1 at the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. A separation, with abrasion adjacent, was noted on the exhaust tube of cylinder 2 at the tube strain relief junction (note 3). This was a site of leakage. Abrasion was also noted on the exhaust tube of cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time at the tube/strain relief junction, along with excess stress on the exhaust tube of cylinder 1 at the tube/strain relief junction. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate both cylinder exhaust tubing at these sites. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. No other adverse patient effects were reported.